Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Based on the pictures provided by the customer, it was noticed that the shaft of the device is damaged/peeling. The most likely cause for the reported failure can be attributed to by hitting the device with another device during use.

Event description:
It was reported that that during a procedure, the end of the outer sheath, ar-9811, lot: 2011020, began fraying/peeling. The case was completed by using a new ar-9811.